Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11march2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse tested the unit's alarms and pulled the proximal line with the test adapter attached. The unit alarmed as expected. No abnormalities were found and the unit was returned to service.

Event description:
It was reported that the unit declared a proximal port alarm. There was no patient involvement. Event date not specified; estimate used.